Event description:
The surgeon noticed while preparing the site for anchor preparation that the drill bit had broken off and could not be retrieved. The surgeon confirmed with fluoroscopy that the drill bit was well fixed within the bone, and outside of the joint and the articular cartilage. The surgeon decided to proceed with the labral repair without removing the drill due to the potential for injury to the patient.